Event description:
Port above pump was leaking bicarb. Switched out tubing and no further issues noted. Devices will be returned only if mfrs provide prepaid shipping, packaging as per dot, or pick the item up. The details in the report is the extent to which we identify medications involved or pt contact.